Event description:
The health authority reported a patient with bilaterally implanted intraocular lenses (iols) with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects were reported to have created disabling glare effects. No further info is expected. There are two medical device reports for this patient; this report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in lot. No further info is expected. (B)(4).